Event description:
The patella was revised due to wear and became dissociated from the bone.

Manufacturer narrative:
Summary of evaluation: the component can not be evaluated as it has not been returned. A review of records for this component is not possible as the lot code has not been provided. Attempts to obtain the info have been unsuccessful.